Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported difficult gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult gripper actuation. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that during preparation of the clip delivery system (cds), one of the gripper arms would not lower. Therefore, the cds was not used in the patient, and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.